Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to confirm and duplicate the reported problem. Replacing the main circuit board resolved the problem. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the pump was turned on it had backup audible alarm post and it was found out during setup.